Event description:
According to the reporter, during the total laparoscopic hysterectomy, the needle broke and fell into the cavity of the patient. A c-arm x-ray was done for visualization of the needle, and irrigation was performed to remove the broken piece of needle.

Manufacturer narrative:
D10 concomitant product: 173016, 173016 endo stitch instrument (lot#: j3k3927ey). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the returned product noted one suture. No needle was returned attached to the suture. It was reported that the needle broke. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: suture broken. Visual inspection noted that the suture was returned broken at the black suture that would be connected to the swage of the needle and at the barbed section of the green suture. The loop end of the suture was not returned and the foil pouch was inspected with light assisted microscopy with no abnormalities. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis. This loss is triggered when exposed to the environment or clinical application. Damage during use may result in inadequate sample length to perform testing and/or deformation of the suture contributing to a loss in tensile strength. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.